Event description:
It was reported a critical alarm occurred due to a motor stall. The motor stall was confirmed in the event logs with no motor stall recovery recorded. The patient was immediately hospitalized because of withdrawal symptoms. No patient harm or injury was reported. Patient outcome was reported as "ok." The device system was used to deliver morphine. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID neu_unknown_cath, serial# unknown, product type catheter. (B)(4): analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Analysis of the pump (B)(4) revealed a pump motor gear train anomaly involving corrosion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).